Event description:
Pt presented in the emergency room at approx 0100 in acute respiratory distress. Pt was evaluated and placed on o2 saturation monitor. Pt was eventually transferred to the medical intensive care unit at approx 0645 in acute respiratory distress and septic shock. Pt arrived with pulse oximeter finger probe (masimo) in place from the emergency room. This probe was plugged into a nellcor spo2 cable which was then plugged into the nellcor module. Readings were registering from 96% to 100% saturation. An arterial line was placed and an arterial blood gas was obtained. Blood gas results came back noting a low po2. Blood gas was repeated several times with same result. Pulse oximeter reading was not correlating with arterial blood gas results. Pt continued to decompensate/deteriorate and was placed on ECMO. Nursing staff continued to monitor abgs more frequently so as to not have to rely on the pulse oximeter. Note: spo2 monitoring is comprised of 4 components that include: ge tram, ge tram spo2 module (nellcor or masimo), spo2 interface cable (masimo or nellcor), and finger probe (masimo only). Ge tram is the monitor that is being used in the intensive care units. There are two ge tram spo2 modules that are currently in use. (Nellcor and masimo) the ge tram has the technology built inside to read both modules. The masimo module (the newer model of the two) was introduced in may 2010 to this institution. When the masimo module was put in place, all of the finger probes were converted to masimo. The company rep stated that the masimo finger probe was compatible with the nellcor spo2 interface cable and nellcor module. In this case, there was a masimo finger probe connected to a nellcor spo2 interface cable that was connected to a nellcor module.